Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing; the implantable cardioverter defibrillator was post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were discussed and no intervention was performed.